Event description:
This report will be voided as the reported unknown acetabular shell is a competitor's product

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon review of the medical records it has been established that initially reported unknown acetabular shell is not zimmer biomet manufactured product, therefore this report needs to be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). If explanted, give date: (B)(6) 2014. Concomitant: unknown femoral head. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that a patient underwent an initial hip replacement surgery. Subsequently, a revision procedure was performed due to elevated metal ion levels.